Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump lost power had to replace the battery and this happened many times. Customer's blood glucose level was 328 mg/dl at the time of incident. The insulin pump will not be returned for analysis.